Event description:
It was reported that the implantable neurostimulator (ins) had depleted and needed to be replaced. The battery was at end of service (eos) and it was believed that the battery depletion was normal. A power on reset (por) was encountered due to the low battery level. All of the impedances were in the range of 300-700 ohms, except for contacts 3 and 4, which had impedances of ¿73 ohms 95 ma.¿ the group impedances were within the normal range. When the stimulation was briefly on, the patient had not reported any uncomfortable stimulation. The patient was scheduled to have the ins changed on (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the ins replacement was done on (B)(6) 2014. After the replacement the patient was receiving comfortable stimulation in the appropriate areas and all of the impedance readings were within range both intraoperatively and postoperatively.

Manufacturer narrative:
Concomitant medical products: product ID: 3986a, lot# lb8409, implanted: (B)(6) 2004, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).